Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Attempts were made to obtain the additional device information. However, the attempts were unsuccessful. Vasospasm is a known inherent risk of mechanical thrombectomy procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced vasospasms that were treated with nitroglycerin. This event was reported to be located in the mid cervical ica and caused by the 8f cello guide catheter. There was adequate resolution after the medication. The diagnostic catheter was exchanged for 8f cello. A microcatheter was used to deliver a solitaire into the inferior division of the m2 segment across the m1 into the proximal supraclinoid ica. Follow up angio documented persistent occlusion. The device was left in place for 1 minute. As a result of the large core infarct on CT perfusion no additional ia-tpa was given. The solitaire was deployed and removed under aspiration via the cello. However, angio revealed persistent occlusion in the ica with thrombolysis in cerebral infarction (tici) 0, even though obvious embolic material was retrieved. The inferior division m2 was again accessed for a second retrieval attempt. This was performed in the same manner. Again embolic material was retrieved. The angio this time revealed restoration of flow in the carotid terminus, m1 and proximal mca branches with persistent occlusion of an early temporal branch. Visualization was limited by motion artifact but documented no reachable persistent large vessel occlusion. There was significant mid cervical ica spasm caused by the guide catheter which was treated with intra-arterial nitroglycerin which adequate resolved. At the completion of the procedure, the tici was reported to 2b.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.